Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the opened but unused generator was completed. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the downloaded data from the returned generator showed that the impedance changed from 0 ohms to 10,701 ohms on date of attempted implant. Thus, this confirms diagnostics were indeed run which yielded high impedance.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2015 due to end of service, the vns patient¿s replacement generator was tested with the existing lead and diagnostic results revealed high impedance. The surgeon reported that the lead pin was fully inserted into the generator header and that erosion was observed on the lead pin. The lead was replaced during the procedure and a different generator was implanted for compatibility with the new lead. The explanting facility discarded the explanted lead; therefore, no analysis can be performed. The explanted generator and the opened but unused generator were returned to the manufacturer for analysis. Analysis of the explanted generator showed that the partially depleted battery condition was the result of normal, expected battery depletion. The device performed according to functional specifications and no abnormal performance or any other type of adverse condition was found. Analysis of the opened but unused generator is currently underway.